Manufacturer narrative:
Correction/additional information: lot number. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
One actual infusor unit was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit via the naked eye showed no evidence of leak on the unit. A functional leak test was performed by filling the device bladder with green colored water. During and after fill, no evidence of leak was found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a large volume infusor after filling. There was no patient involvement. No additional information is available.